Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back-to-back blood glucose testing with results of 169, 59 and 427mg/dl. He stated that he had done the tests within ten minutes and used separate finger sticks. He did not have any symptoms. During troubleshooting it was determined that he was using expired(1/99) strips. He said that he only tests twice a month. The lifescan rep reviewed testing techniques and the reporter coded and cleaned the meter correctly. After receiving new control solution and strips the reporter will do a control solution test and call back if needed.